Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. Cause could not be established due to no findings available. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported, during preparation for use the subject device had problems connecting/disconnecting/rotating and can no longer be fixed. The customer provided the procedure was unknown and no additional details were provided. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during preparation for use the subject device had problems connecting/disconnecting/rotating and can no longer be fixed. The customer provided the procedure was unknown and no additional details were provided. There were no reports of patient harm.